Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on the atrial lead during atrial tachycardia/ atrial fibrillation (at/af) stored episodes resulting in termination of at/af detected event(s) in progress. The ra lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).